Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
This is a non-us event. This occurred in (B)(6). Consumer reported upon removal the string pulled out leaving the tampon inside. She alleged she manually removed the tampon piece by piece. She was unsure if she removed all remaining pieces and indicated she may seek medical attention.